Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a battery change, the external pulse generator (epg) lost power. The status of the epg is unknown. There was no patient involvement.